Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4) . Analysis is pending.

Event description:
During device f/u, an alert indicated the charge time was excessive on (B)(6) 2013 (battery reforming operation). Three charge time tests were performed but failed. Analysis revealed the 4 above mentioned charges failed to reach the target energy within 40 seconds. Since the device is not able to reach expected energy for shock delivery, explantation was recommended. The device removal is scheduled on (B)(6) 2013.